Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 51 year-old female patient who had essure inserted (lot no. C51339- not valid) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), arthralgia ("muscle and joint pain for 10 years"), paraesthesia ("tingling in extremities: carpal tunnel tests"), visual impairment ("vision disorders"), ear inflammation ("inflammation of the eardrums"), otorrhoea ("eardrum discharge"), thyroid disorder ("thyroid disorder"), gastrooesophageal reflux disease ("gastrointestinal problems: reflux"), enteritis ("gastrointestinal problems: inflammation of the intestines") and fatigue ("chronic fatigue"). At the time of the report, the outcomes for pelvic pain, arthralgia, paraesthesia, ear inflammation, otorrhoea, thyroid disorder, gastrooesophageal reflux disease, enteritis and fatigue were unknown. No causality assessment was received for essure with regard to arthralgia, paraesthesia, visual impairment, ear inflammation, otorrhoea, thyroid disorder, gastrooesophageal reflux disease, enteritis, pelvic pain or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. Lot number: c51339 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-apr-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 51 year-old female patient who had essure inserted (lot no. C51339) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), arthralgia ("muscle and joint pain for 10 years"), paraesthesia ("tingling in extremities: carpal tunnel tests"), visual impairment ("vision disorders"), ear inflammation ("inflammation of the eardrums"), otorrhoea ("eardrum discharge"), thyroid disorder ("thyroid disorder"), gastrooesophageal reflux disease ("gastrointestinal problems: reflux"), enteritis ("gastrointestinal problems: inflammation of the intestines") and fatigue (" chronic fatigue"). At the time of the report, the outcomes for pelvic pain, arthralgia, paraesthesia, ear inflammation, otorrhoea, thyroid disorder, gastrooesophageal reflux disease, enteritis and fatigue were unknown. No causality assessment was received for essure with regard to arthralgia, paraesthesia, visual impairment, ear inflammation, otorrhoea, thyroid disorder, gastrooesophageal reflux disease, enteritis, pelvic pain or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.